Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the host pc was not booting up and hard drive was not turning on. The fse reseated the hard drive in the drive bay and replaced the host pc to solve the boot-up issue. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and restored the software and updated to new license file by the field service engineer has resolved the reported issue and restored the functionality of the system and the system was returned to use in good working order. The codes were updated based on the investigation outcome.